Manufacturer narrative:
Concomitant medical products: 694965 lead; 5076-52 lead, implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced stimulation by the left ventricular (lv) lead when programmed just above threshold. The lead remains in use. No further patient complications have been reported as a result of this event.